Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket pain and swelling. The patient underwent an ipg relocation procedure. No device malfunction was suspected. The patients device was reprogrammed and was wnl. The revised battery was remain implanted.